Event description:
After having the essure device placed I began suffering from pain in my abdominal and pelvic area. This pain became much more prominent near the beginning of my menstrual cycle. My menstrual cycle became heavier, I suffered pms symptoms I had previously not had and it increased in length.